Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion in the motor, damaged flex assembly, worn bearings, and foreign debris contamination.

Event description:
It was reported that during testing at the manufacturer, the device overheated. There was no pt involvement and no adverse consequences alleged with this event.